Manufacturer narrative:
Awaiting sample return.

Event description:
Customer states recent events of airway trauma/bleeding when trying to suction. Complaints include no murphy eye, tapered end so catheter won't pass through and numbers on tube don't line up with numbers on ballard. Serious injury/harm to patient or user indirect harm. No required intervention to prevent permanent damage, no hospitalisation - initial or stay prolonged by 1 day or more , no serious injury, disability or permanent impairment, not life threatening , no deaths.